Event description:
It was reported that a lead integrity alert was triggered due to noise and oversensing on the right ventricular (rv) lead. It was also reported that the rv lead had an apparent fracture. The lead was programmed to a decreased sensitivity until the replacement procedure. During the replacement procedure, the rv lead had no capture and high impedance. The rv lead was explanted and replaced. During the replacement procedure the patient developed atrial tachycardia and a blood pressure drop. The heart rate returned to normal sinus rhythm after a cardioversion. The patient also received a unit of packed red blood cells due to the drop in blood pressure, the blood pressure returned to a normal reading. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor had fractured. It was also noted that the defibrillator conductor was distorted, the outer tubing overlay was melted, the helix was distorted/bent, and there was blood in/on the helix mechanism.